Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after the device was found to be beeping and was at end-of-life. An allegation of premature battery depletion was made. Another ICD was successfully implanted. No adverse patient symptoms were reported.